Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed that the system failed to boot up due to the physio box (non-philips product) connection to the host pc. Fse removed the physio-box connection which resolved the issue, as system start up completed successfully. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite and confirmed that the system failed to boot up due to the physio box (non-philips product) usb connection to the host pc. A physio box is used to integrate the ECG line from a hemodynamic system into the xray series images. The fse removed the physio-box connection which resolved the issue, as system start up completed successfully. The physio box connection is not essential for the system to function, and since the customer confirmed that the ECG overlay was not necessary, the physio box was left disconnected. After that, the system was returned in good working condition and was ready for clinical use. To date, there have been no reoccurrences of this issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation has confirmed that the reported boot up issue was related to a third-party component, and that there was no malfunction of the philips system. Since the philips system has not malfunctioned, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.